Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 3000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag leaked. The leak was from an unknown location. This issue was identified during preparation. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added: unique identifier (UDI) # and expiration date. Correction to the previously submitted: lot #. The correct lot # is 60203837 previously submitted as 60203887. The device was manufactured from september 05, 2019 - september 07, 2019. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.